Manufacturer narrative:
Investigation result: no mz1000 sample was returned for investigation. The customer did not provide any lot information however, they reported that "blood started coming in within a few hours of use. There were no leaks from the connections or silicone rubber, and this only happened with the cardinal health midline." As part of the investigation, the customer provided a photograph and analysis confirmed that blood reflux from the patient occurred. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Please note the maxzero is not a back check valve and under certain circumstances it is possible for blood to back flow into the maxzero; such a phenomenon can occur if the patient has high blood pressure. As stated in the directions for use "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz1000 product.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had flow issues. The following information was provided by the initial reporter, translated from japanese to english: blood begins to rise within a few hours of use. There is no leakage from the connection or silicone rubber, and this only occurs with the cardinal health midline. Blood is rising even though it is a closed type. Additional information received from the customer: please confirm the lot number(s)? Unknown. Please confirm how the fault was identified? It was confirmed during observation a few hours after midline placement. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? Problem was identified when nothing was connected. Please confirm the make and model of the connecting product(s)? Cardinal health midline. Was there any patient harm? No problems. Was there an under infusion? Normal heparin lock.